Manufacturer narrative:
Continued: section e: phone: (B)(6). Investigation evaluation: the product said to be involved was returned in a clear plastic bag. Provided with the return was an open tray from the lot number provided in the report. The label matches the product returned. Our evaluation of the product said to be involved could not confirm the report as it was described. Not all components were included in the return (only one catheter was returned) therefore a complete evaluation was not possible. The returned catheter was still attached to the device nozzle as returned. Powder was observed within the red catheter hub and a kink was noted just distal to the catheter label. Small amount of powder was observed within the distal catheter tip, though not occluding. Additionally, the catheter appears to have been cut based upon the lack of distal printed text, the length of the tubing only measuring 208.8cm (specification for this device indicate a length of 221cm +/- 1cm), and the distal tip has an uneven profile under magnification. The device was returned with the on/off switch in-between the "off" and the "on" positions. The red activation knob was disengaged in the handle indicating deactivation of the carbon dioxide (co2) cartridge. Residual powder was observed within the device nozzle, but powder was not observed within the device tray nor on the exterior of the device. The co2 cartridge was fully punctured. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The foam was oriented correctly within the handle (slits pointing down towards the red activation knob). A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. When tested with a new co2 cartridge and activation knob, the device sprayed as intended both with and without the returned catheter attached. The device history record for the lot number said to be involved was reviewed. Nonconformances that could potentially be related to the complaint were contained in the associated DHR. The nonconformance documentation supports the affected device(s) were dispositioned appropriately prior to release of this lot. There is no evidence nonconforming product was released for distribution. In an effort to heighten awareness of the potential connection of the customers report to the current manufacturing processes production personnel were notified. Investigation conclusion: the laboratory evaluation of the returned device could not confirm the report because the device sprayed as intended when tested with a new co2 cartridge and activation knob. Catheter occlusion can be a potential cause for inability to spray; however, we could not conduct a complete investigation because only one catheter was returned for evaluation. This limits our ability to conclusively determine a cause. It was observed that the returned catheter has been cut, it was not indicated if this was a result of a catheter occlusion or done in an effort by the user to troubleshoot the reported issue. However, the instructions for use state: "if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." Cutting the catheter is not recommended. A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. The product said to be involved is included in the scope of the corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends. Additional comments regarding this report: based on the catheter being returned with the appearance of being cut which is against the instructions for use, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Manufacturer narrative:
Continued: section e: phone: (B)(6). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. Nonconformances that could potentially be related to the complaint were contained in the associated DHR. The nonconformance documentation supports the affected device(s) were dispositioned appropriately prior to release of this lot. There is no evidence nonconforming product was released for distribution. In an effort to heighten awareness of the potential connection of the customers report to the current manufacturing processes production personnel were notified. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. The product said to be involved is included in the scope of the corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. It was reported that when using the hemo there was not a lot of pressure [difficult or unable to spray-subject of report]. The powder was sprayed with a small puff. Too little to have any effect. This happened multiple times. The procedure was completed with another hemospray device. Our attempts to collect additional information regarding patient outcome were unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.